Event description:
Baxter sigma spectrum IV pumps, (p/n 35724) the power adapter for use with the pumps (p/n 35727) has a defect that the power ground pin is being broken off and being left in hospital outlets thought the hospital creating a safety hazard in the outlet for future use. This has been reported numerous times to baxter, and the present fix to replace them with the same part number. This is not fixing the problem. The power adapter needs to be reworked to improve the plug's integrity. This has been going on for months and is a constant issue of replacing power adapters on the pumps.